Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited a rise in pacing threshold measurements. An x-ray taken showed insulation damage with the lv lead. Additional information later provided from the field indicated the lv lead was actually fractured which was why it was exhibiting high threshold measurement. High out of range pacing impedance measurements were also observed. Surgical intervention was performed and the lv lead was repositioned but exhibited poor pacing values. The physician elected to then leave the lv lead in situ in the patient and transfer them to another hospital to get a replacement lv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited a rise in pacing threshold measurements. An x-ray taken showed insulation damage with the lv lead. Additional information later provided from the field indicated the lv lead was actually fractured which was why it was exhibiting high threshold measurement. High out of range pacing impedance measurements were also observed. Surgical intervention was performed and the lv lead was repositioned but exhibited poor pacing values. The physician elected to then leave the lv lead in situ in the patient and transfer them to another hospital to get a replacement lv lead. No additional adverse patient effects were reported.